Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the insertion section flexible tube had the coating peeling off for more than 1 millimeter square area. This is likely caused by deterioration. Other observations for the device are: operation unit main body has air leak due to cracking of resin parts; brush is caught at suction channel due to buckling and deformation of channel; flexible pipe is collapsed due to physical stress; operation section connection point has peeling due to chemical stress during reprocessing; and loss of some image functionality due to broken fiber. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of black spots issue. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the insertion section flexible tube had the coating peeling off for more than 1 millimeter square area. This medwatch is being submitted for the reportable issue of the coating of the insertion section flexible tube peeling for more than 1 millimeter square area, as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the coating of the insertion tube was peeled off by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.